Event description:
It was reported that the patient presented to the hospital after experiencing a shock. The patient experienced a ventricular fibrillation episode. The patient was admitted to the hospital due to a heart ailment and collapsed. The patient deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).